Manufacturer narrative:
One device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log revealed error code 42224. Visual inspection found a damaged(detached) downstream occlusion (dso) seal and the functional test found a defective dso sensor. There was a problem with the printed wiring assembly (pwa) however, the root cause of the reported problem was unknown. The reported problem was not duplicated. The pwa and dso sensor will be replaced to solve the issue.

Event description:
It was reported that the device switched off, although it was charged. There was unknown patient involvement.